Event description:
It was reported that, at the time of selecting the right atrial (ra) lead placement target location, the physician complained that "there was an unusual feeling regarding the guide sheath and ra lead ". The guide sheath, and ra lead were taken out of the body and their shapes were checked. It was confirmed that there was a dent-like mark on the coating of the ra lead. Therefore, the ra lead was replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: w2dr01, serial#: (B)(4), implanted: (B)(6) 2022. Product ID: 383069, serial#: (B)(4), implanted: (B)(6) 2022. Product ID: c315s502, lot#: 0010559434. If information is provided in the future, a supplemental report will be issued.